Event description:
It was reported that for the first six weeks after a pump and catheter revision three months ago, the pt "was too loose" then the condition improved. The pt reported "one day I woke up and I was totally stiff as a board. I haven't been the same since despite dose increases." The pt had also experienced difficulty walking, urinary retention, extreme leg/back pain and hands drawing tight when bending over or twisting. The pt falls a lot. Pt had regular volume increases and lost all of his independence as compared to before. The pt was at home and his status was undetermined. Baclofen therapy was excellent since 1997 up to the catheter revision three months ago. Rotor study and dye studies were done in late 2007 and were "okay". The hcp was unable to provide info regarding the revision in the same month that the pt reported. The pt had a dose adjustment in that month. The device registration system reveals that a catheter revision occurred in 2008. The reason for the revision is unk.

Manufacturer narrative:
.